Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Versapoint electrode product code and lot number? If applicable, will product be returned, return date, tracking information? Were there any adverse consequences to the patient due to the retained loop? If the loop was removed, when was the procedure date? Were there any deficiencies or anomalies noted with the device? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown electrosurgical procedure on (B)(6) 2020 and an electrode was used. During surgery, part of the resection loop was broken during the resection process and was embedded within the fibroid. Attempts were made to retrieve it, but unsuccessful and the procedure was abandoned. The patient was kept overnight for further review and observations. Patient will be booked for x-ray prior to rebooking the case in the future. Additional information has been requested.